Event description:
It has been reported that patients had collapsed ac 2nd day with excessive inflammation.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device was reported to be explanted and pending return to new world medical. Upon device return and evaluation, an addendum will be filed.